Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported poor image resolution was due to poor imaging windows. The reported slda was due to procedural conditions. The reported patient effect of tissue injury appears to be due to the slda. Tissue injury listed in the instructions for use as a known possible complication associated with triclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 secondary tricuspid regurgitation (tr) and a coaptation gap greater than 7mm for a triclip procedure. It was noted that intracardiac echocardiography (ice) and transesophageal echocardiography (tee) were challenging due to poor imaging windows throughout the case. One triclip was implanted, and a second triclip (xtw) was opened. Leaflet insertion assessment was difficult with the second clip. It was implanted on the posterior and septal leaflets. The second clip detached from the septal leaflet after deployment. Due to 3-4 attempts to optimize the clip, there was suspicion of a leaflet tear and a potential side bite of the leaflet. Per the physician, the single leaflet device attachment (slda) was due to poor imaging, inability to confirm septal leaflet insertion, and the extreme tension on the system after multiple attempts to optimize. A third clip was implanted to stabilize the slda. The tr was reduced to grade 3-4.